Manufacturer narrative:
A complaint was received regarding no alarm for spo2. The issue was verified using the video provided by the customer showing no spo2 alarm was generated when the value was below the set alarm limit. The root cause was identified as a specific user interaction/workflow described below. The spo2 interlock function is set to on (through settings), deactivating all spo2 alarms during nibp measurements. The interval nibp measurement function is set to on (through settings). An interval nibp measurement is interrupted (by the user pressing the nibp button on the infinity acute care system). A manual nibp measurement is initiated seconds later (by the user pressing the nibp button on the infinity acute care system). If the above workflow is followed, this can result in an inability to complete the manually initiated nibp measurement (the inflation pressure value, white progress bar, remains on screen and no nibp value appears). The spo2 interlock function remains on. In this complaint, a ¿nibp open line¿ message was displayed on screen. For an ¿'nibp open line¿ message, the IFU instructs the user to make sure that the hose and cuff are properly connected to the monitor. Initiating another nibp measurement (by pressing the nibp button on the infinity acute care system) clears the issue. A hhe (health hazard evaluation) was performed and determined the risk index was low. There is no trend for this issue. There were no patient injuries in this complaint.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has been started but not yet concluded. The result will be written in the follow up report.

Event description:
It was reported that the measured spo2 saturation value fell below the set alarm limit of 92% with no audio or visual alarms. There was no patient injury reported.